Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.5, lab: 2.1.

Manufacturer narrative:
A third meter serial number is listed in the complaint in addition to the two serial numbers listed. The third (B)(4). The caller did not indicate which meter was used to collect the data for this case. Investigation pending.